Event description:
It was reported that when the pump was powered on, the screen was blank with a single horizontal line across the bottom. Pump beeped continuously until battery was removed. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: tamper seals are intact. Cracked right plunger case and battery door. Unable to view ehl due to blank screen with constant alarm. Power up process. Found blank screen with constant alarm at power up. Found blank screen with constant alarm at power up. Incomplete update process by customer. Uploaded software from base to head of the pump to solve the reported problem. Updated to software v1.6.5. Performed power up process, pm and all functional tests which passed. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.5 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.